Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
The customer reported via phone call that insulin pump screen was cracked and the reservoir lip ring was damaged. The customer¿s blood glucose level was 106 mg/dl at the time of incident. The insulin pump will be returned for analysis.